Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the or surgical video were not available for analysis. From the analysis of the system database and the system oct recording it was determined that there were no system anomalies observed and all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated the absence of, or minimal, eye movement during the laser treatment. Additionally, the surgeon reportedly attempted to use the standard continuous curvilinear capsulorhexis (ccc) surgical technique to remove the capsulotomy disc, but had difficulty in visualizing the capsulotomy incision due to the dense lens softening pattern that had been selected. The catalyst system performed as design; however, the cause(s) of the anterior capsule tear / posterior capsule tear is unknown.

Event description:
It was reported that a patient who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalyst system (system) subsequently experienced an anterior capsule tear that extended to the posterior in the operating room (or) during the surgical procedure to remove the cataract. The surgeon noted the capsule tear during irrigation/aspiration (I/a). An anterior vitrectomy was performed. No additional complications and/or medical intervention were reported.